Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. They were unable to verify the compromised force sensor system alarm, excessive no delivery alarm and perform the displacement, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery tests due to the blank display.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 180 mg/dl at the time of incident. The customer stated having a few issues with the pumps: the pump alarmed no delivery, condensation on the screen and compromised force sensor system alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.